Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, the device was able to fire, but there was a poor staple formation and incomplete staple line distally. The new organization was not pinned. The product was changed to resolve the issue in order to complete the case. There was no patient injury.